Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the touch frame printed circuit board (pcb) and cable assembly. The ventilator then passed all testing.

Event description:
It was reported that a ventilator display was unresponsive. The ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.